Manufacturer narrative:
Pt age and weight: unknown. Device is an instrument and is not implanted/explanted. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there was a problem with the aiming arm during a procedure. The aiming arm was not lining up right. The surgery was delayed thirty minutes to remove the aiming arm and the surgeon had to use freehand to lock the screw. Surgery was completed successful and patient was fine. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. The product investigation shows, the complaint condition for the 03.008.009 lot number 3469217 aiming arm was likely caused by insufficient fastening of adjoining devices or other intraoperative conditions; however, this complaint is not a result of any design related deficiency. The device was returned and reported to have been unable to target a locking hole during a hindfoot arthrodesis nail procedure. This condition is unconfirmed; the device shows negligible wear and no bending or deformation. The device is almost five years old and likely has been successfully used to target the locking holes in previous cases. Additionally, the amount of force necessary to bend the aiming arm would have had to have been truly excessive in order to damage the device in a way that would prevent the aiming arm from properly targeting. It is instead likely that the aiming arm was insufficiently tightened to the adjoining targeting devices leading to this complaint condition. The device was manufactured in 7/2010. The balance of the returned device is in good condition despite nearly five years of use. The drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does not agree with the complaint description. The complaint condition for this device cannot be replicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.